Manufacturer narrative:
The hill-rom technician found the slide bracket on the patient's left siderail was broken. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in (B)(6) 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the slide bracket on the patient's left siderail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not lock. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).